Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted faster than expected and subsequently, shut down. There was no reported impact to the customer's blood glucose level. The customer declined to troubleshoot with tandem technical support.